Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the reported malfunction was confirmed. However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: labeling the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited that the knob wire had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.